Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reported issue: on july 18, 2019, it was reported that the device had unknown issue. The customer returned an air dermatome device, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action implemented a serial number logbook to correct this issue. The previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in (B)(4). The last repair was june 19, 2012 where it was reported that the device needed standard repair/screws missing and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, throttle lever, motor, poppet assembly, o-ring, screws, and width plate screws were replaced. This is not a related issue. Device evaluations results/investigation findings: product review of the air dermatome on july 26, 2019 revealed that the motor speed was within specifications but it was running rough. The calibration was out of specifications at the zero setting only and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on july 26, 2019 which included replacement of the o-rings, poppet housing, poppet, screws, throttle hinge gasket, throttle hinge, motor sleeve, motor, bearings, ball plunger, die cast lever, semi-circle shaft bearings, needle bearing, vespel bearings, and spring seal. Air dermatome, serial number (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the reported event could not be confirmed during inspection of the device. Therefore the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device had unknown issue. Follow up revealed that the customer believe that it appeared or sounded like the psi was not working properly. Investigation revealed that the device needed standard repair/screws missing. The psi not working properly was not confirmed.